Manufacturer narrative:
The returned assemblies were troubleshot by product performance. The reported problem could not be duplicated or confirmed. The root cause of the reported problem was not determined. The service representative determined that the root cause of the reported problem was determined to be due to a failure of the lens assembly.

Event description:
It was reported that the device failed to turn on using battery power. There was no report of pt use associated with the reported event.